Manufacturer narrative:
Additional concomitant medical products: (B)(4) competitor lead; implanted: (B)(6) 2015. Evaluation summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.